Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 267 mg/dl after the cgm sensor was not connected to the ilet. The user resumed insulin delivery by entering a fingerstick value and connecting the cgm. Glucose levels began trending downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.